Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the back pain and arthralgia outcome was unknown. The reporter considered arthralgia and back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: arthralgia and back pain to. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and dental caries ("excessive cavities"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the back pain, arthralgia and dental caries outcome was unknown. The reporter considered arthralgia, back pain and dental caries to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : arthralgia, dental caries and back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Event¿ dental caries" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the back pain and arthralgia outcome was unknown. The reporter considered arthralgia and back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :arthralgia and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.